Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus was delivered to address bg. A system check was performed, and it was found that the cartridge had been reused. However, the customer did not acknowledge that reusing the cartridge could have contributed to the high bg. Technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.